Event description:
The customer stated that he experienced low blood glucose levels on two occasions and the paramedics were called for assistance. No low blood glucose reading was reported. The customer stated that he treated his glucose levels based on the sensor glucose reading rather than treating based on the blood glucose reading. Advised the customer to always treat based on the blood glucose reading.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.